Manufacturer narrative:
The device history records and raw material was reviewed and conformed to all requirements. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot pe00848 revealed the 3.2 mm cannulated drill bit was manufactured by precision edge surgical. The product conformed to all requirements. The design was reviewed, is acceptable for its intended use and did not contribute to this complaint condition. Due to the low occurrence rate of complaints, the suitable design since 1999, and there is visual evidence of an off axis load applied to the returned device causing breakage.

Event description:
During an orif of the left foot at the fifth metatarsal fracture procedure, towards the end of the procedure the surgeon was retracting the drill and the drill bit broke into two pieces. The two broken pieces of the drill bit did fall into the patient but were retrieved. The procedure was prolonged a few minutes because of this incident but the surgeon completed the procedure successfully.